Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. . Reason for reoperation: rupture and "lobulated surface of the prothesis."

Event description:
Healthcare professional reported a right side rupture and "lobulated surface of the prothesis". Device remains implanted.